Manufacturer narrative:
Literature attachment: article title "baseline echocardiographic characteristics of patients enrolled in the randomized investigation of mitraclip device in heart failure (reshape hf-2) trial: comparison with coapt and mitra-fr". B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided d6a- implant date is estimated. The device was not returned for analysis. The lot history record (lhr) and complaint history reviews were not performed because this incident was based on an article review and no lot information was provided. Based on available information, the cause of the reported recurrent mr was unable to be determined. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported through a research article that 505 patients, selected from a clinical trial study (reshape hf-2), who underwent a mitraclip procedure from (B)(6) 2015 to (B)(6) 2023. Post procedure, the implanted mitraclip may have caused or contributed to recurrent mitral regurgitation (mr). Additional information is listed in the attached article, titled ¿baseline echocardiographic characteristics of patients enrolled in the randomized investigation of mitraclip device in heart failure (reshape hf-2) trial: comparison with coapt and mitra-fr.¿